Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found. However, the returned device indicated a missing grommet and a missing set screw.

Event description:
It was reported that prior to use the healthcare professionals opened the setscrew in the pacemaker box. The setscrew seemed to block the insertion of the pacemaker lead. After numerous attempts to screw the setscrew out they were unable to do so. It was noted that multiple screwdrivers were used and eventually the setscrew came loose but then it could not be screwed in again. The screw was subsequently removed. The device was not used and a new device was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.